Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site in (B)(6) on (B)(6) 2016 to assess the testing instrument used. The fse retested some blood samples and again reproduced the original capture outcomes of unexpected negative.

Event description:
On (B)(6) 2016, a customer site in (B)(6) reported an unexpected negative antibody screen when using capture-r ready-screen (4) on both a galileo and a galileo neo instrument.